Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus france (ofr) requested the facility three times to provide the information regarding reprocessing, however the facility did not provide and ofr could not obtain it. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (Ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Pseudomonas aeruginosa (2 cfu/100ml), stenotrophomonas maltophilia (1 cfu/100ml), serratia marcescens (10 cfu/100ml) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.